Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. Updates to section h4 and h6 the device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation presumed that the abnormality occurred in dimming due to a failure of the aperture unit, causing an abnormality in color tone.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation confirmed the reported event that customer was having a brightness adjustment issue. Additionally, the investigation uncovered a damaged front panel and a worn-out scope socket which caused poor connection and air pressure leakage. The faulty parts were replaced and inspected to meet olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that evis exera iii xenon light source brightness adjustment does not work. There was no harm, infection or user injury reported due to the event.